Event description:
It cracked from the belt clip rail over the battery compartment area. It was not dropped or bumped into. Was checking it for the problematic ring issue and saw the crack. Very well known quality issue with the crack. Started using it (B)(6) 2017. Pump was returned to medtronic and a new one was sent the next day. Worried because the 780 which is suppose to come out this year used the same body. FDA safety report ID # (B)(4).